Event description:
It was reported the patient presented for device analysis. During analysis, it was discovered the right ventricular lead was oversensing noise triggering pacing inhibition. The right ventricular lead was capped and replaced on (B)(6)2023. The patient was in stable condition.